Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the balloon has been inflated and is thus not well folded anymore. The balloon has burst longitudinally over a length of about 24 mm, starting about 4 mm proximal to the proximal radiopaque marker. Microscopic inspection of the balloon surface revealed scratches in close vicinity of the tear which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Besides, the device shaft was found compressed at several locations over its entire length. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections, each device is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause for the reported event is related to the patient's anatomy (i.e. Severe calcification).

Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a severely calcified lesion (85% stenosis degree) in a severely tortuous part of the mid sfa. During inflation of the device the balloon ruptured. The device was withdrawn and no part remains in body.

Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a severely calcified lesion (85% stenosis degree) in a severely tortuous part of the mid sfa. During inflation of the device the balloon ruptured. The device was withdrawn and no part remains in body.